Event description:
On (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c777373 x 2 + ziv6-35-125-6.0-40-ptx x 1 were placed in the right sfa of the pt. On (B)(6) 2014: thrombosis or occlusion was confirmed. The specific stent with the thrombosis or occlusion cannot be determined. Worsened claudication, worsened rutherford and persistant claudication were observed. On 4/jun/2014: pta and thrombolysis were performed. On (B)(6) 2014: the pt recovered. No further adverse effects to the pt have been reported as occuring. This report relates to the ziv6-35-125-6.0-120-ptx device. Reference also related reports 3001845648-2015-00025 & 3001845648-2015-00027.

Manufacturer narrative:
PMA/5109k)#: p100022 and s001. The ziv6-35-125-6.0-120-ptx stent of lot number c777373 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: findings: angiography from secondary intervention (B)(6) 2014 is provided. The image quality is poor. The angiography combined demonstrated five stents of varied lengths from the proximal sfa into the above knee popliteal artery. A long likely 12cm mid sfa stent and a second proximal sfa stent predated the other deployed stents. These stents have the appearance of zilver stents. The locations of the three complaint stents cannot be definitely determined except that one of the 120mm stents likely was placed inside the pre-existing distal sfa stent into the above knee popliteal artery. Approximately 15cm of the 24cm long stented length was either double or triple stented. Proximally a short segment containing the fourth stent was possible. The stented segment was thrombosed from the proximal stent end in to the adductor canal. The stent inferior the adductor canal remained patent. The below knee popliteal artery, tibial peroneal trunk (tpt), anterior tibial (at), and posterior tibial (pt) arteries were without stenosis pre-thrombolysis. Thrombus was removed revealing mild mid distal stented segment and to moderate central stented segment neointimal hyperplasia. Residual linear filling defects could have represented residual thrombus, angioplastied neointimal hyperplasia or a combination of both. Angioplasty of the proximal most stent was performed. Because only the completed inflated balloon was demonstrated, it is impossible to determine whether clot or a true stenosis was present. Post thrombolysis the tpt and pt were completely occluded and the at partially occluded by emboli. Impression: the occlusion was primarily thrombotic with likely at least moderate mid stent neointimal hyperplasia in the mid stented segment. Whether or not this segment involved a complaint stent cannot be determined. Two other stents predated the complaint stents and image quality is too poor to deduce the complaint stent locations except for the distal stent. The distal stent, likely a complaint 12cm ptx stent, was only partially thrombosed and only mildly narrowed by neointimal hyperplasia. The long stented segment and presence of pre-existing stents increased the risk of stent occlusion.¿ from the patient's pre-existing conditions provided with this complaint, it is known that the patient had known potential risk factors for thrombosis such as advanced age ((B)(6)), hypertension, diabetes (type ii) and hypercholesterolemia. Based on the imaging review, the stented segment was thrombosed from the proximal stent end into the adductor canal. The stent inferior the adductor canal remained patent. Thrombus was removed revealing mild neointimal hyperplasia. The independent reviewer concluded that the occlusion was primarily thrombotic with likely moderate mid stent neointimal hyperplasia. However, the involvement of the complaint stents in the thrombosed segment of the stented region cannot be determined. The long stented region and the pre-existing stents increased the risk of stent occlusion. The customer complaint is confirmed as thrombosis was present in the stented region. Claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. It is unlikely that occlusion/thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this event cannot be determined and no other comments can be made at this time. It may be noted that worsened claudication and arterial thrombosis are known potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta and thrombolysis were performed and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Follow up MDR being submitted due to the receipt and review of images relating to this event. Initial event description submitted as follows: on (B)(6) 2012: ziv6-35-125-6.0-120-ptx / c777373 x 2 + ziv6-35-125-6.0-40-ptx/ c771050 x 1 were placed in the right sfa of the patient. On (B)(6) 2014: thrombosis or occlusion was confirmed. The specific stent with the thrombosis or occlusion cannot be determined. Worsened claudication, worsened rutherford and persistent claudication were observed. On (B)(6) 2014: pta and thrombolysis were performed. On (B)(6) 2014: the patient recovered. No further adverse effects to the patient have been reported as occurring. This report relates to one ziv6-35-125-6.0-120-ptx device. Reference also related reports 3001845648-2015-00025 & 3001845648-2015-00027.

Manufacturer narrative:
PMA/510(k)#:p100022 and s001. (B)(4). The ziv6-35-125-6.0-120-ptx sent of lot number c777373 was implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. Images were requested to support the complaint investigation however to date no images were provided. It can be noted that according to the initial info, the event was related to 'thrombotic occlusion'. Further info provided by the sales rep revealed that "it has not been confirmed yet if the event was thrombosis or occlusion". No other info has been provided to date. From the pt's pre-existing conditions provided with this complaint, it is known that the pt had known potential risk factors for thrombosis such as advanced age (71), hypertension, diabetes (type ii) and hypercholesterolemia. It is possible that there were other add'l risk factors; however, no other info was provided. Worsened claudication and worsened rutherford are the symptoms of progressing peripheral artery disease. It is unlikely that occlusion/thrombosis could have occurred due to zilver ptc malfunction; however, a definitive root cause of this event cannot be determined and no other comments can be made at this time. As no images were available to support the complaint investigation the complaint is confirmed on customer testimony. It may be noted that worsened claudication and arterial thrombosis are known potential adverse events associated with the placement fo this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to info provided, pta and thrombolysis were performed and the pt has a favourable outcome. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.